Event description:
Upon interrogation of the pacemaker during the follow-up performed on (B)(6) 2016, aida diagnosis data (device memories) were found empty.

Event description:
Upon interrogation of the pacemaker during the follow-up performed on (B)(6) 2016, aida diagnosis data (device memories) were found empty.